Manufacturer narrative:
(B)(4). Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Actual weight (B)(6). The stent remains in the vessel. The delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster stent referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the chronic totally occluded (cto) mid to proximal right coronary artery with the use of an unspecified device. Two graftmaster stents were implanted, however, required additional extended balloon inflation to successfully seal the perforation with a good result. There was no reported clinically significant delay in the procedure due to the graftmaster. No additional information was provided.